Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not investigate the subject device. The exact cause of the reported event could not be conclusively determined. But omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of sorc, there was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the subject device by user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user that the dark reddish-brown colored water dropped from the subject device after the reprocessing with using the unspecified automated endoscope reprocessor. The user did the reprocessing twice, but the dark reddish-brown colored water dropping hadn't stopped. At the inspection for the repair, sorc was not able to find the air/water flow system problem or aspiration system problem of the subject device which could be a cause of the reported phenomenon. There were not any damages or foreign objects inside of the instrument channel. It was not provided the other detailed information. There was no patient injury associated with this report.